Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via social media that the customer went into diabetic ketoacidosis due to not getting enough basal through it. Customer just stopping the insulin pump. It was unknown if customer was using auto mode at the time of incidence. The insulin pump and reservoir will not be returned for analysis.